Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the arm on (B)(6) 2021. The patient reported inaccurate cgm values which occurred seven days after the sensor had been inserted. She had a hypoglycemic event at work, felt dizzy, and passed out for a short moment. While she was not fully conscious a work colleague checked her cgm which read 75 mg/dl and her bg which was 38 mg/dl. Her colleagues managed to sit her up and gave her small sips of a sugary drink. She then had something to eat once she was fully conscious again. At the time of the report she stated that she was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional event or patient information is available.